Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump failed rate accuracy test and needs calibration. There was no patient injury reported.

Manufacturer narrative:
Additional information received on (B)(6) 2022 via email and attached in complaint object: I filled out the extra question on the excel document, these units failed at my office while performing the annual pm (preventative maintenance), they were not in use on patients. Failure during annual pm, no patient involvement. Cannot perform calibration. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2110.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals removed and a peeling downstream occlusion sensor seal. There was no evidence of the reported error in the event history log. The reported problem was not duplicated. Running three separate delivery accuracy tests, one test failed slightly over delivering but within the published specification. The reported problem was caused by the expulsor. It was recommended that the pumps expulsor be trimmed in order to bring the delivery into more nominal of a range. The root cause however was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).